Event description:
It was reported that a revision surgery was performed due to the need for shortening of the head size.

Manufacturer narrative:
The associated devices were not returned. Our investigation included a review of the manufacturing records which did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.